Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was taken to the emergency room for high blood glucose. The blood glucose would not reduce below 25 mmol/l for the past couple days despite infusion set changes. After a manual insulin injection and an infusion set change the blood glucose reduced to 14.7 mmol/l; the cannula of the previous infusion set was bent. Additionally, there were no notable symptoms of hyperglycemia. The customer blood glucose increased to 28 mmol/l, so they were taken to the ER. The hospital staff discovered ketones in his urine. The customer was off of the pump an hour and a half prior to hospitalization. Troubleshooting was initiated and there were no apparent anomalies with the pump. However, the customer disconnected from the pump and bolused but nothing came out of the tubing. The customer also had a cold, a headache, frequent urination, and thristiness. No products were returned and a tubing clamp was shipped to the customer for a high pressure test.